Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported he went into ketoacidosis after a scheduled surgery. His blood glucose before surgery was 240 mg/dl. Customer stated that somehow his basal rates were erased when he went to surgery and his blood glucose went up to 408 mg/dl. He was treated with an IV. Troubleshooting was performed. Found no air bubbles. Time, date, and bolus wizard are correct. Basal rates are incorrect, missing two basal rates, and he was assisted in inputting the rates. Unable to perform high pressure test no tubing clamp. No bent cannula. Customer requested replacement of the insulin pump. Current blood glucose is 107 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.